Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "prosthesis replacement of a blackened by bfarm. Prosthesis that was implanted in 2006 at hospital, together with a depuy metal-on-metal asl large-head prosthesis. Now, massive taper corrosion with systemic and local metallosis; during removal, massive abrasion of the stem taper, as is known to occur with asl mom large-head prostheses. Today, complete and complex explantation of the stem and acetabulum and reconstruction of the joint took place. The depuy asl cup and head were also explanted. The head shows moderate signs of wear; a lot/ref. Number is not visible on the depuy implants; they are the asl cup and head size 60 mm. The combination used is presumably "off-label," and neither blackened by bfarm. Nor depuy will be interested in or responsible for this combination of implants - nevertheless, reporting is still low-threshold here. The implants are available for examination and can be requested from the manufacturer if interested." The product was not returned to j&j medtech orthopaedics for evaluation. However, photos and x-rays were provided for review. See attachments (B)(4). The investigation revealed metal wear and deterioration of the taper inside the head and sleeve that locks with the stem is confirmed from the photos, furthermore it was confirmed that a competitor's stem was used. Additionally, the lot information of the device was unable to retrieved with the provided photos. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the complaint will be updated as applicable. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Therefore, no DHR (device history record) review for this individual asr component will be carried out at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp is reporting to nca/bfarm: "prosthesis replacement of a blackened by bfarm prosthesis that was implanted in 2006 at hospital, together with a depuy metal-on-metal asl large-head prosthesis. Now, massive taper corrosion with systemic and local metallosis; during removal, massive abrasion of the stem taper, as is known to occur with asl mom large-head prostheses. Today, complete and complex explantation of the stem and acetabulum and reconstruction of the joint took place. The depuy asl cup and head were also explanted. The head shows moderate signs of wear; a lot/ref. Number is not visible on the depuy implants; they are the asl cup and head size 60 mm. The combination used is presumably "off-label," and neither blackened by bfarm nor depuy will be interested in or responsible for this combination of implants - nevertheless, reporting is still low-threshold here. The implants are available for examination and can be requested from the manufacturer if interested."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H11 additional narrative: added: b5, d10 (concomitant), h6 (health effect - clinical code). Corrected: b3.

Event description:
Additional information received states that the patient underwent a r total hip using a zimmer stem and depuy synthes asr cup and head. Doi was in 2006. On july 30, 2025, it is stated that the patient had 6-8 weeks of increasing symptoms in his right hip including pain, difficulty with movement, and instability with a leg length difference of 0.5cm. X-rays show signs of stem loosening on the right. Revision occurred on august 7, 2025. Massive locally destructive hip metallosis with partial destruction of the proximal femur was identified. Taper corrosion was also identified. Femur fracture requiring cerclage was noted during removal of the competitor stem. Osteophytes were identified around the cup. Black granulation tissue was present throughout the joint. The patient had elevated cobalt and chromium values.